Event description:
It was reported that this right atrial (ra} lead exhibited high out of range impedance measurements. Technical services (ts) was consulted and based on it been a sudden increase in measurements, a spring connector issue was suspected. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).